Manufacturer narrative:
Batch review performed on 10 may 2022: lot 135559: (B)(4) items manufactured and released on 22-jan-2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-1-2018.

Event description:
At 7 years and 11 months from primary, revision surgery for defect in patello femoral joint. Liner revised successfully.